Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Changing your pod chapter 3 / page 23: warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. If you are a first-time omnipod system user, your omnipod system trainer will guide you through the steps for initializing and applying your first pod. Do not attempt to apply or use a pod until you have been trained by your omnipod system trainer. Use of the system with inadequate training or improper setup could put your health and safety at risk. Living with diabetes chapter 11 / page 115: infusion site checks: at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Patient stated the pod was burning her skin, the skin was irritated and when she removed it, her skin came up with it. She thought the pod was irritating her due to the cannula which may be why her bg (blood glucose) was increasing (over 300mg/dl), that is when she took the pod off. Patient stated this is due to the adhesive of the pod, her skin was blistered up and bloody. The pod had been worn between 4 and 24 hours on the abdomen. The next day she went to the doctor who cleaned the site, put a gauze over it, and prescribed a cream, which helped. The patient went back to injections. The patient decided to use another pod. She removed this pod as it was irritating her again. She applied oil to her skin to get if off and there was a rip in her skin, she also used the same cream. Patient did not go back to the doctor, as her cream prescription is for as needed.